Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon started coming apart inside me- vagina [foreign body in reproductive tract]. Tampon ripped, outer layer came loose [device breakage]. Felt something rip as it came out [complication of device removal]. Trouble a few times getting the tampons out [device difficult to use]. Case narrative: consumer reported via e-mail that she has trouble removing tampon and that the tampon started to come apart. No serious injury reported.

Event description:
Tampon started coming apart inside me- vagina [foreign body in reproductive tract]. Tampon ripped, outer layer came loose [device breakage]. Felt something rip as it came out [complication of device removal]. Trouble a few times getting the tampons out [device difficult to use]. Case narrative: consumer reported via e-mail that she has trouble removing tampon and that the tampon started to come apart. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon started coming apart inside me- vagina [foreign body in reproductive tract]. Tampon ripped, outer layer came loose [device breakage]. Felt something rip as it came out [complication of device removal]. Trouble a few times getting the tampons out [device difficult to use]. Case narrative: consumer reported via e-mail that she has trouble removing tampon and that the tampon started to come apart. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.